Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted. During surgery, the second lead was damaged and as a result, both leads were replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing lead erosion and fracture was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.